Manufacturer narrative:
One extension set was evaluated. Testing found there was no solution residue within the fluid path. The tubing was torn in two near the opening to the t connector adapter. The solvent section of the tubing remained securely attached to the t connector adapter.

Event description:
The customer contact reported a separation. The extension tubing set was attached to the distal end of an unspecified primary tubing set. After an unspecified length of time, the extension set "came apart" at the pre-pierced t connector. The tubing set was replaced and the infusion resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.